Event description:
During an in clinic follow up, an increased threshold was noted on the right ventricular (rv) lead. An additional in clinic follow up was performed and it was suspected that a physiological response caused the increased threshold. No intervention has been performed. The patient was stable and will continue being monitored.